Event description:
It was reported that a clamp error and uso seal damage was experienced.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement; issue occurred during testing only. (Updated h6: event problem patient code), corrected data: updated d1 and d4, model number

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Downstream occlusion sensor nub was damaged and upstream occlusion sensor seal was damaged. Defective downstream occlusion sensor and upstream occlusion sensor were replaced. The cause of the reported problem was traced to the user damage of the sensors. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: b5: no patient injury reported. D4: model: 6400 d5: device operator: other e4: reported to FDA: no information h6: patient code: 4582